Manufacturer narrative:
A ge oec service representative investigated the issue and found a broken pin in the lemo connector and the lemo connector was removed and replaced. The system was found to be slow to boot, so the hard drive was replaced and software reloaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a reported bad lemo connector for the interconnect cable.